Event description:
It was reported that prior to use in a lap sigmoid resection procedure, when the harmonic scalpel shear was tested, error code 5 appeared. During the troubleshooting process, the dr made a decision to convert to an open procedure.